Event description:
Boston scientific was notified that during the introduction of the gdc coil into the aneurysm, kinking and breakage was noticed at the end of the coil pusher wire. The clinical outcome was reported as being 'good'. The patient's status was reported as 'stable'. No patient injury occurred as a result of the malfunction and medical and/or surgical intervention was required.